Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). Evaluation methods: no testing methods performed - (B)(4). Results: no results available since no evaluation performed - (B)(4). Conclusion: device discarded by user, unable to follow-up - (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent a left-sided idiopathic vt using a smart touch bidirectional catheter and suffered cardiac tamponade during trans-septal puncture which required a pericardiocentesis with approximately 1 liter of fluid withdrawal. The patient was required extended hospitalization for monitoring in the ICU and now fully recovered. Act was maintained 350's during the procedure. A transseptal puncture was performed using sjm brk. 407200 needle. St jude medical lamp 8.5 fr 407358 sheath was used.